Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of procedure was the device used in? Did the device jam where the staple line and cut line stopped at approximately the same place? Or, was the cut line complete, but the staple line was incomplete?

Event description:
It was reported that during an unknown procedure, at the firing moment, only half of the load released the staples and the other half got stuck. Apparently, the stapler could not activate the entire load. It was necessary to replace the device. There were no adverse consequences for the patient reported.